Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
It was reported that during routine outpatient management, the clinician observed periods where the pump was not able to maintain the set speed in the patient's controller history. Technical services reviewed the log files and confirmed these events. The patient was connected to the power module while these events appeared. The hospital performed x-rays of the driveline which showed no remarkable areas. An ungrounded patient cable was then requested.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the patient¿s submitted log file confirmed interruptions in speed that appeared consistent with a potential driveline issue; however, a direct cause for the reported event could not be conclusively determined through this evaluation as no product was returned for evaluation. The submitted log file contained data from (B)(6) 2020 to (B)(6) 2020. The pump operated above the low speed limit until (B)(6) 2020, at 3:08:06 when the log file recorded a brief low speed operation event. The pump regained speed on its own following this event until further brief low speed operation events were recorded on (B)(6) 2020, at 00:01:12, 1:50:20, and 4:30:54. The pump regained speed on its own following each event and remained above the low speed limit for the remaining duration of the log file. The patient was connected to their power module during all abnormal pump operation. Based on previous complaint experience, the atypical pump behavior captured within the log files could be indicative of a potential driveline issue. The account reported that the patient was experiencing low speed operation. The hospital performed x-rays which reportedly did not reveal any suspicious areas. The hospital requested an ungrounded patient cable and the patient remains ongoing on vad support with no further issues reported. The heartmate ii instructions for use (IFU) and patient handbook provide information on caring for the driveline and identifying potential driveline issues; however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. The heartmate ii patient handbook also contains information regarding all system alarms and the actions associated to resolve the alarms. Review of the device history records showed no deviations from manufacturing or qa specifications. The implant kit was shipped to the customer on (B)(6) 2015. No further information was provided. The manufacturer is closing the file on this event.